Manufacturer narrative:
Investigation summary : customer returned multiple images. The images show a needle shield and needle hub separated from the body of their syringe. There are no images of the barrel of the syringe, but the condition of the shield and hub are in line with standard needle hub separation. The remaining images show the shelf carton and polybag, identifying the syringe as being a 0.3ml, 31 gauge, 6mm syringe from lot 0132196. A review of the device history record was completed for batch# 0132196. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm hub separated from the device. The following information was provided by the initial reporter : the customer reported that a syringe went wrong, the part of the needle is stuck in the cap and does not come out. The customer reported 1 affected piece.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.3ml 31g 6mm hub separated from the device. The following information was provided by the initial reporter : the customer reported that a syringe went wrong, the part of the needle is stuck in the cap and does not come out. The customer reported 1 affected piece.